Event description:
In 2009 had jaw surgery - us surgical chromic gut. 3-0 sutures used. Two incisions made on either side of lower jaw along jaw line. Right side incision would not heal - remained open, c/o continuous shooting pain down right jaw line and right side of neck. Not able to chew without excruciating pain. So went from soft diet to liquid. Unable to sleep due to pain. At approximately 2 1/2 months, dime size red site on right side lower gum. Continue to have shooting pain down right lower jaw line two times per week. Continuous dull pain right lower jaw. Pain to touch at red site. "Feels like something is in the right lower gum."